Event description:
Additional information received further reported that in (B)(6) 2010 the patient was experiencing or had experienced a 1-centimeter separation of posterior incision in the midvagina, with mesh poking through and underlying granulation tissue; mesh and granulation tissue sharply excised in office with no stated anesthesia. In (B)(6) 2010, the patient was experiencing or had experienced a 1-centimeter ellipse of exposed mesh with overlying granulation tissue posterior midline of the midvagina; mesh and granulation tissue sharply removed in office with no stated anesthesia. In (B)(6) 2016 the patient had experienced or was experiencing recurrent pelvic organ prolapse, chronic constipation, abdominal pain, and a 1-centimeter plug of mesh sticking up in mid-posterior midline; mesh was sharply removed in office with no stated anesthesia.

Manufacturer narrative:
D4 lot number: aj040065. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Novasilk device - no item # or lot # reported. (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities, exposure, excision and removal of the mesh, prolapse, urinary incontinence, physical deformity, and the loss of the ability to perform sexually, erosion of the vaginal wall and other tissues, infection, undergone further corrective surgeries and will likely require further corrective surgery.